Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, when fully charged li-ion batteries were inserted into the the autopulse platform (sn: (B)(4)), the platform was indicating low charged batteries. The batteries work as intended when inserted into another autopulse platform. No patient involvement reported.

Manufacturer narrative:
The customer reported complaint was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The processor board and battery cable were replaced to avoid the re-occurrence. During visual inspection, bent battery lock was received and the grip strip was missing. The autopulse platform is a reusable device and was manufactured in 2010; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Archive data review was performed and multiple error message user advisory (ua) 13 (low battery) was noted on (B)(4) 2017 but not on the customer reported event date of (B)(4) 2017. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 13 alerts the user that the battery internal component error/malfunction and the user needs to place the battery into the multi-chemistry charger (mcc). The platform passed the initial functional testing without any issues. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Pdb board, battery lock and grip strips were replaced. After which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4) .